Event description:
The omnipod insulin pump company has their insulin pump delivery system given 4 hours of warning before the pod is about to expire, and then delivers basal rate for several more hours after the 72 hours mark is reached. I had the pump alarm it was due to be changed at 18:50 while at work, but did not get home from a starting work until 2100, after starting work at 06:30. I got the kids to bed, and knew the pump should be changed, but thought I would do it in the morning since I had over 50 units of insulin left in the pod, which is more than I take in an entire day. The history on my pump states the pod alarmed at 0433 am to say it will be expiring, and shut off completely at 05:33 am. I work up at 08:00, and heard a low alarm from the pod in my stomach, but it was not low enough to wake me up. The screen of the insulin pump stated that all insulin had stopped. My blood sugar was 270, and I had trace ketones in my urine. I immediately changed my pump, and took fluids and extra insulin to correct the diabetic ketoacidosis -dka- and in 4 hours I had cleared my ketones. I contacted the pump company, and their response is that the pods are designed to shut off in 72 with the few hours if only basal delivery as a safety to prevent people from wearing the pump too long. I brought up that as a former insulin pump trainer, I knew this could lead to dka, and potentionally kill pts would may unexpectedly stranded without access to a new set, such as in an airport weather delay when their suitcases are not with them, a work conflict, or if there was hostage situation, and they were unable to get medical help. I know these are all uncommon situations, but they are all very real scenarios. The omnipod pump company's response was that if people are properly trained, this will not be an issue. I have used a minimed pump, animas pump, cosmo pump in the past, and was able to change after the 72 hour period without adverse results. Dates of use: 2009. Diagnosis or reason for use: type I diabetes.